Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a surgery incision and the lifevest exacerbated the incision. There was no alleged device malfunction contributing to the irritation. The patient's nurse treated the surgery incision with stitches and glue. The patient was also given a dressing for the wound. Follow up indicated that the patient's wound was scarring and improving.